Event description:
Additional information received reported that the entire catheter was replaced (B)(6) 2014. It was stated that the old catheter did have cerebrospinal fluid (csf) flow when it was cut by the surgeon. It was noted that the patient had ms. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h850702212, implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that despite the (B)(6) 2014 catheter revision, the ¿pump was still not working properly.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a catheter migration/dislodgement issue located on the distal end. A (B)(6) study was done due to increasing spasticity. It appeared as the catheter was in the intrathecal space and anchored but may have slipped down several vertebral levels from implant. The catheter tip was currently at l-2. The patient had increased spasticity in upper extremities and needed additional oral baclofen. The patient was to follow-up with their managing physician as well as the implanting physician to find out what level catheter was implanted at. Additional information was later reported that the patient was scheduled for a catheter replacement on (B)(6) 2014. The pump system was delivering lioresal. The patient's status at the time of report was "alive-no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).